Event description:
Per the clinic, the patient was explanted due to a constant inflammation near the device. The patient was explanted in 2009. Reimplantation is planned but had not taken place at the time of this report.